Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm and occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of the incident. The customer noted that she was high due to vomiting at work. The customer reported that they had received another insulin flow blocked alarm after changing out and doing another troubleshooting. Customer states they have tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be and infusion set and reservoir will not be returned for analysis.